Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the manufacturer¿s representative (rep) was called to meet with the patient regarding a patient fall that happened three months ago. When the patient fell she hit the implantable neurostimulator (ins) and it was sore. After the fall the stimulation did not feel the same at first, but it now felt fine. Ever since the patient fell she believed the ins was in a different position. Impedance testing was performed and all were within normal range. Ever since the fall the patient also noticed trouble with recharging. At the time of the meeting the patient could not get any coupling bars to come up; the rep performed the antenna locate (al) feature and got numbers for 46-82 and got a great spot for the recharger. The green charge key was pushed and the reposition antenna screen was shown, when she repositioned the antenna she was able to get all 8 coupling bars to fill in. Following the meeting with the patient it was reported that recharge frequency matched the patient¿s settings, the patient was in continuous mode, that she was able to demonstrate effective recharging and could do so normally, and that the patient was receiving effective therapy. It was noted that the patient had seen a 376 error code on the recharger since the fall 3 months ago. The patient was sent a new recharger antenna and the patient¿s current recharger antenna was not returned.